Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment but was unable to reproduce the stated issue. The advanced breathing system was reassembled and the diaphragm was proactively replaced.

Event description:
The hospital reported the unit failed the preoperative checkout; the bellows would not deflate. There was no report of patient involvement.